Event description:
A nurse reported that during cataract surgery with intraocular lens (iol) implantation, the injector damaged the haptic part - the base of the "leg". The damaged lens was removed and a new lens was implanted in an initial procedure. The procedure was significantly prolonged due to the need to remove the defective lens.

Manufacturer narrative:
The used company (d) cartridge was returned. Viscoelastic was observed in the cartridge. The cartridge tip had stress and an aneurysm on the left side. The cartridge had evidence of placement into a handpiece. The used company (d) cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A non-qualified lens model was indicated. The company, 26.0 diopter lens is only qualified for use in the company (b) and (c) cartridges. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. The reported indicated the injector damage the haptic. This was most likely referring to the handpiece. The returned company (d) cartridge had a tip aneurysm and tip stress. This damage would indicate the plunger/lens were not in acceptable positions for advancement. The root cause for the reported haptic damage is most likely related to a failure to follow the instructions for use (IFU). The company, 26.0 diopter lens is only qualified for use in the company (b) and (c) cartridges. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. The IFU instructs: the company intraocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.